Event description:
The healthcare professional reported that the implant was dead and at end of life. It was noted that they wanted to do a leg MRI, but the patient was not eligible with their implanted system. The indication for use was lumbar radiculopathy. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.